Event description:
A female born on (B) (6) has a history of severe hepatic renal failure (hrf) secondary to fetal hydrops. On (B) (6) 2010 at 15:20, she was started on 20 parts per million (ppm) of nitric oxide (no), and high frequency oscillation (hfo) for the treatment of severe hypoxic respiratory failure (hrf) and presumed persistent pulmonary hypertension of the newborn (pphn). The pt had been on the inovent (B) (4) for almost 10 hours (from 15:20 to 1am) without any issues. On (B) (6) 2010 at 01:00, when the respiratory therapist (rt) rotated the filter cartridge on the inovent, the inovent triggered a sample line/filter blocked alarm. The rt put back the previous filter and put on a brand new filter, but the alarm continued. No pt care was performed on the pt at this time. She noticed the following readings on the inovent: no2 0.3ppm and no 90 ppm. The high no alarmed and the device went into system delivery shutdown. The rt then immediately hand ventilated the pt with 20 ppm of no with the manual back-up system. During this time, the pt's oxygen saturation decreased from 45-50% to approximately 25%. No bradycardia or hypotension resulted. While manually ventilating the pt with no, the device was switched with another inovent. The pt was bagged for approximately 10 minutes during the device exchange. The pt's oxygen saturation returned to her previous baseline of 45-50% once she was put back on nitric oxide (no) and the hfo. On (B) (6) 2010 at 08:45, the pt expired as a result of multisystem organ failure secondary to severe fetal hydrops. The respiratory therapist deems the oxygen saturation decrease during manual ventilation of no unlikely related to inomax and not related to the pt's death.

Manufacturer narrative:
The pt had been on the inovent (B) (4) for almost 10 hours (from 15:20 to 1am) without any issues. The pre-use test was done prior to and all testing including low calibration passed. A one-way valve was in place and in the right direction with the injector module prior to the humidifier, sample line attached to the elbow in the rigid sensormedics circuit, and the monitoring was stable and accurate. Due to the fairly abundant condensation that forms in the sample-line and water trap while in use with the hfo, user facility typically rotates the filter cartridges every 2 hours. They do not discard them, but simply rotates between two filters. On (B) (6) 2010 at 01:00 when the respiratory therapist (rt) rotated the filter cartridge on the inovent, the inovent triggered a sample line/filter blocked alarm. The rt put back the previous filter, but the alarm continued. No pt care was performed on the pt at this time. She noticed that there was condensation in the line and changed the sample line and also put a brand new filter, but the alarm continued. The inovent was sent to get cleaned and tested approximately 5 to 6 hours after the incident and passed both the high range and full monthly calibration. They were unable to reproduce the event. Evaluation summary: the investigation results are as follows: duplication of the circumstances have been attempted with no success. It can only be speculated that the continued delivery of no into the oscillator's breathing system without ventilator flow, contributed to a high no reading. Also contributing to the difficulty of speculating on the circumstances surrounding the occurrence is the fact the oscillator uses a bias flow of at least 10 liters/min. The incident is classified as a user error as it appears to have occurred as the user was trying to rotate the filter cartridge. The incident was caused by a user error. Follow-up action includes user training. Users at the site were informed about the technical issues experienced in this case with reference to the operating manual.